Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor over-infused. The expected infusion time was 48 hours; however, the actual infusion time was 24 hours. It was not reported what medicated solution was being infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.